Event description:
It was reported that the right ventricular (rv) lead had a loss of pacing and was oversensing. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Concomitant products: 4592 implantable pacing lead 2004 (B)(6); 4194 implantable pacing lead 2005 (B)(6).

Manufacturer narrative:
The save to disk file attachments appear to be from a later timeframe after lead (B)(4) was explanted, no save to disk analysis data was reviewed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.